Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed at pre-use check - internal leakage test. It was not possible to confirm the internal leakage in the provided logs. However, it was possible to confirm blower, pressure transducer, o2 cell and flow transducer tests failed during pre-use check. The ventilator was investigated by our field service engineer (fse). The expiratory valve coil was found to be defective and the fse resolved the reported failure by replacing it. Beforehand fse swapped, expiratory channel printed circuit board (pcb), pressure transducer pcb, inspiratory channel pcb, control pcb, monitoring pcb, o2 gas module and turbine module. Then the ventilator passed all functional and safety test and was cleared for clinical use. The replaced parts were sent for further investigation. The expiratory valve coil was tested individually and passed all functional and safety tests both before and after being ventilated for over 48 hours without any issues. The remaining parts were tested together in the same manner without any problems. The root cause for the reported issue could not be determined.